Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 30¿s due to intermittent capture and high thresholds on the epicardial lead that resulted in inappropriate pacing therapy. It was noted that the physician thought that the patient¿s dialysis was the cause of rise and fall of thresholds. The lead was capped and was not replaced due to occluded veinsand scar tissue. A leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.